Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. Confirmed customer reported issue was "air detector" and was able to be confirmed. Visual and functional testing was performed. Upon further investigation, the cause of the reported issue was a defective air detector and therefore resolved by the replacement of the air detector. Review of event log found no relevant information. Review of service history found no service within the last 12 months. Device passed all testing criteria post repair.

Event description:
It was stated that there was an issue with an air detector. The issue appeared during a technical inspection at their service center. There was no patient involvement.